Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. Unit received with the plunger stud and cap missing; the lock has both rotational and lateral movement and a residue buildup is present. The lock needed new components added to replace worn internal parts. General maintenance and cleaning required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a2114 mayfield infinity xr2 skull clamp for service and repair because the lock was sticking.